Event description:
In 2009, the patient reported an elevated blood glucose reading of 319 mg/dl with her target reading being 140 mg/dl. She stated she changed her insulin infusion set about 4.5 hours ago and since then her blood glucose has elevated. She said that prior to the change her blood glucose was 160 mg/dl. Dry mouth was her only symptom. The patient said she did not feel that the infusion set went into her body the right way and that it doesn't look "like it's in all the way." She stated the headset is in the left side of her abdomen and "it seems like on the left side my sugars go high." She was advised to change her headset. The patient did so and when she removed the headset, she said her stomach was bleeding and "hurt a little." She stated the new headset feels better and appeared to be "in better." The patient's blood glucose had decreased to 283 mg/dl. On follow up with the patient, she stated she awoke with a blood glucose reading of 247 mg/dl but her most recent reading was 111 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.